Event description:
It was reported that this pacemaker system was removed as a result of an infection. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.